Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The circuit breaker was tripped and was not original to the system. This was replaced with the correct circuit breaker during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system shut down during a case. The procedure was completed without incident and no patient injury was reported.